Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported when inputting data into tlink database, the system displayed a yellow light. The user observed the "rs232" module light was green, however, it was warm to the touch and notice an electrical burning smell. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.